Event description:
During a routine lap chole, dr. Stated that he noticed a plume of smoke in excess of what was expected. He then looked to where it originated and noticed a pea size hole in the surgical drape. Upon closer inspection, it was noted that the laparoscopic monopolar cord had become separated into two ends. Not sure what happened that caused it to become separated into two pieces and burn the hole in the drape. Once the cord was unplugged from the generator, we then removed it from the field. The patient was then checked for potential burns. Looking under the drape, it was noted that the crna had placed a (cooling blanket) drape over the pt.'s shoulders and head. There was a small hole in the upper plastic of the blanket directly under the hole in the surgical drape. The hole in the cooling blanket did not go through deep enough to cause a burn on the patient. Things were caught on time to avoid patient injury. The hole was covered and a new monopolar cord was acquired. The surgeon completed the rest of the procedure. When all of the drapes were removed completely, the patient was thoroughly checked. The surgical team were unable to locate burns or trauma to the patient. Patient was then extubated and take to pacu. Pictures of cable available.